Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed had narrowed the problem down to the x3; the unit is not making tones. The staff indicated the host monitor and the central station were making tones. The biomed would like to replace the speaker under warranty. A replacement speaker assembly has been sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue x3 patient monitor indicating that there was a speaker malfunction. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.